Event description:
During an in clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolved the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted by applying torque to the connector pin. The full helix extension length was within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies.